Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during testing. Scratched lcd window, cracked battery tube threads, and missing end cap sticker noted during visual inspection.

Event description:
Customer reported via phone call that the buttons were sticking and customer was unable to deliver bolus. Customer's blood glucose was 450 mg/dl. Customer removed the battery and the device alarmed a failed battery test alarm. Numbers were going up on their own. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.